Event description:
It was reported by service report that the footboard scale cable and the left main cable harness were corroded due to fluid intrusion. It is unk if there was pt involvement, however, there were no adverse consequences reported.

Manufacturer narrative:
Cable harness.